Manufacturer narrative:
(B)(4). Examination of the submitted 865226 pfc stem trial extract confirmed the threaded tip has broken off. The broken tip was found lodged in the submitted 866875 pfc flut tib rod trl 75 x 12. The pfc stem trial extract threads broke due to ductile overload. The root cause of the ductile overload is attributed to suspected levering of the instrument side to side while attempting to remove the fluted rod from the patient bone canal. No evidence was found indicating product error was a contributing factor and the need for corrective action was not indicated. Continue to monitor via sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The extractor tip broke off into the stem trial during extraction.